Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B2 outcomes attributed to adverse event - correction to remove hospitalization from the initial MDR. B3 date of event - correction. H2 correction. H6 health effect - impact code - correction to remove code f08 hospitalization or prolonged hospitalization from the initial MDR.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. Date of event is an approximation. On 11/16/2024, it was reported that the patient experienced inaccurate cgm values. The report was done by a diabetes educator, who initially reported to a dexcom employee that the patient was hospitalized due to diabetic ketoacidosis while experiencing inaccurate low readings. When asked for more information the diabetes educator stated that the patient would have been in the hospital around (B)(6) 2024. The patient would have had low cgm readings continuously, but when a fingerstick was taken the blood glucose reading was extremely high and the patient would have gone to the emergency room. The patient would have also had tested positive on ketones. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.